Manufacturer narrative:
On 1-oct-2020, mentor received additional information regarding the suspected medical devices. Additional information revealed that the lot number and serial number reported on the initial report are correct. The lot number and serial number for the left-sided device are 5561966 and (B)(6) respectively. The relevant fields have been updated. On 9-oct-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. The mentor failure analysis lab was unable to confirm that the reported complaints are device-related. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On 10-sep-2020, it was found that additional information regarding the side of the implant was omitted on the previous report. Initially, serial number (B)(6) was reported as left, and serial number (B)(6) was reported as right. However, additional information received on 9-sep-2020 indicated that (B)(6) is the right-sided device, and (B)(6) is the left-sided device. Thus, this report is for the left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder, breast pain. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 375cc mentor smooth round moderate profile prostheses and suffered several unexplained systemic symptoms, including bilateral breast pain, autoimmune lupus, left-sided breast mass, breast cysts (unspecified side), joint pain, back pain, muscle pain, pelvic pain, rash on arms/legs/face/ breast area, fatigue, dry skin, low libido, yeast infection issues, brain fog, insomnia, night sweats, sinus infection, vision changes, breathing issues, constipation, bloating, ibs, weight gain, anxiety, hair loss, memory issues, numbness in arms / legs, allergies, acrochordon, ana positive, atrophic scar, skin lesion, bunion, burning sensation of feet, callus of foot, cherry angioma, degenerative disc, dermatitis, ingrown toenail, pleuritis, raynaud¿s syndrome, tear film insufficiency, and temporomandibular disorder. No device issue such as deflation was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. The patient stated that most of her symptoms have improved after the explantation surgery. The date of event was estimated as (B)(6) 2011 based on available information. This report is for the right-sided prosthesis.